Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. When the device eval is completed, a f/u report will be submitted.

Event description:
The customer reported that the device jaws closed on tissue and a regrasp alarm sounded even though the surgeon did not attempt to activate the device during a total laparoscopic hysterectomy. There was no injury to the pt.